Event description:
Initial intervention went well and the pt had some stool and bowel movement and left hospital. Late afternoon, in the next day, the pt felt some abdominal pain and came back to the hospital; CT scan was taken and a collection was seen between the rectum and vaginal wall. Laparoscopy revealed that the anastomosis was almost 50% open. The original anastomosis was taken out, the abdominal cavity was cleaned and a new anastomosis was performed with stapler. The pt was recovering well.